Manufacturer narrative:
No report of patient involvement. (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced.

Event description:
The hospital reported that, during the preoperative checkout, it was noted that the flow sensor diaphragm was stuck to the top of the housing.